Event description:
The complainant had a impella 5.5 placed to support a patient admitted in acute myocardial infarction and cardiogenic shock in need of care escalation. The insertion and delivery were complicated but, once the pump was placed the pump had low flows that prompted the team to remove and replace the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which showed after pump started motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. The pump was returned for evaluation. Upon visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion.